Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's spouse that the customer experienced low blood glucose, with blood glucose of 39 mg/dl at the time of the incident. The customer was at 126 mg/dl at the time of the call. The customer used crackers to treat. The customer was wearing the insulin pump during the incident. The customer's pump had a button error alarm while changing the set. The pump time was not changing. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However act, escape and b buttons did not respond due to corroded keypad traces. No frozen screen noted. Time advanced properly. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly.